Manufacturer narrative:
Country of origin is (B)(6).

Event description:
A doctors office complained of a discrepant inr result with coaguchek xs plus meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 7.9 inr and, at the same time, the laboratory result was 5.2 inr. There was no therapeutic range or patient information provided. There was no allegation that an adverse event occurred. Corresponding retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.